Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2019 and suture was used. It was alleged that the tip of the needle broke off. The tip was found and there was no patient effect. There was no adverse patient consequences reported.